Event description:
A doctor reported to baxter (B)(4) that when the patient adaptor was not connected with the titanium adaptor well, when the customer changed transfer set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the problem or any root cause of it as described in the complaint cannot be determined. The returned sample returned did not show any connection problems or leakage. A batch review for the manufacturing lot showed no related problems during production.